Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The physician recommended a revision surgery, and this one is already booked, the ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. Updated concomitant product/therapy c2/d10.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The physician recommended a revision surgery, and this one is already booked, the ipp is currently implanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated concomitant product/therapy c2/d10, describe event or problem b5, explant date d6, and date of event b3.